Manufacturer narrative:
E1-corrected from unknown to (B)(6).

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient lost therapy as the ipg reached end of life .battery was totally depleted. It is unknown if the ipg depleted prematurely. As a result, ipg was explanted and replaced wit a new one. Reportedly effective therapy was restored.